Event description:
Medtronic received information that during use of these two act plus, instruments required service/repair due to a measurement issue. The median value could not be derived because measurement could not be made using one of the channels. It was noted that it seemed that both channels can measure properly, but it is not always the case. Use of instrument was unspecified and there is no reported adverse patient effect. Additional info states that same issue was noted with both act plus during the same procedure. And also each time this products are used the measurement issue occurs randomly. It is unknown how often quality check is performed on the cartridges and controls. There is no difference between cartridges in this case. No error observed. Heparin administered as needed.

Manufacturer narrative:
Device has been returned for analysis. Analysis is ongoing and a supplemental report will be provided once completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the reported measurement issue was verified during service. The service technician could not confirm the issue when checking the instrument at the time of acceptance, but they were able to confirm from the error history that a situation in which both channels could not be measured had occurred. The service technician also noted that there was a lot of dust inside the main unit and near the sensor. The issue was resolved by disassembling, cleaning, and calibrating the instrument. The pump's electric valve for actuator operation was replaced as part of the preventive maintenance. Preventive maintenance was performed per specifications. Conclusion: after investigation, the complaint is confirmed for the act plus instrument¿s reported measurement issue. The issue was verified during service when the technician could not confirm the issue when checking the instrument at the time of acceptance, but they were able to confirm from the error history that a situation in which both channels could not be measured had occurred. The service technician also noted that there was a lot of dust inside the main unit and near the sensor. The issue was resolved by disassembling, cleaning, and calibrating the instrument. The pump's electric valve for actuator operation was replaced as part of the preventive maintenance. Trends for issues with this instrument are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.